Event description:
Per maude event report: (B)(4) (attached): volun (B)(6) 2014: diagnosed with porphyria (B)(6) 2013. Add'l workup revealed high lead level. Had depuy charite total disc arthroplasty at l4/5 on (B)(6) 2005. Dates of use (B)(6) 2005 - (B)(6) 2014. Diagnosis or reason for use: painful disc degeneration l4/5.

Manufacturer narrative:
The charite artificial disc was not returned for evaluation. There is no indication of product failure in the reported complaint. A review of the device history record for the could not be conducted as the lot number is unknown. A 12-month review of the complaint trend analysis for the product family noted that there were no other reported complaints other than this one for issues associated to a maude event report describing the event relating to ¿diagnosed with porphyria.¿ without the return of the charite artificial disc, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.